Event description:
It was reported the patient presented for a leadless pacemaker implant procedure on (B)(6) 2023. During procedure, it was observed the leadless device was difficult to position but eventually successful. A follow up occurred on (B)(6) 2023, where it was observed the leadless pacemaker had an increase in capture threshold, varying low pacing impedance, and varying r wave sensing. No intervention was completed. The patient was stable and will continue to be monitored.

Event description:
New information received indicated the leadless pacemaker capture threshold increased further. No reported loss of capture or intervention.

Event description:
New information received indicated the patient experienced bradycardia. No reported intervention completed.

Event description:
New information received indicated there was a chest x-ray completed on (B)(6) 2023. There were no abnormalities noted. The capture threshold slightly increased, but the physician did not express any concerns. The patient will continue to be monitored.